Manufacturer narrative:
The report that a large volume pump (lvp) infused too fast was not replicated during testing external inspection: pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed to be in good condition. Upper platen post was observed to be broken off. Post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. The latch sear was installed properly and did not interfere with the door operation. Based on the logs, the user programs a primary infusion: insulin (drug ID 336) at 2:25 pm on (B)(6) 2021, at a rate of 7ml/hr and a vtbi of 50ml. Pvi: 48.366ml. The infusion was started at 2:26 pm. The pump module alarmed occluded patient side at 2:26 pm and the infusion is restarted. At 6:54 pm the device displays kvo and the user changes the vtbi to 50ml. The user changes the dose six (6) times during (B)(6) 2021, with the first dose change to 8.7 ml/hr at 2:57 pm and the last dose change to 3.43ml/hr at 11:01 pm with a vtbi: 39.393ml and pvi: 109.806ml. The pump module alarms occluded patient side at 1:11 am on (B)(6) 2021. The user restarts the device and the device alarms occluded patient side two (2) more times at 5:02 am and 5:12 am. The device alarms air in line two (2) times at 6:30am and 6:35am with a pvi: 135.388ml. The user changes the dose to 4.25ml/hr at 9:32 am. At 9:45 am the user changed the vtbi: 100ml and restarts device. The user changes the dose two (2) more times to 5.3ml/hr at 10:23am and again to 2.65ml/hr at 11:15 am with a vtbi: 92.685ml and pvi: 152.505ml. At 12:15 pm the user channels off the device with pvi: 152.546ml. The total calculated pvi for the insulin infusion is 104.18ml. Rate accuracy testing found the device to be delivering fluid in specification. Inspection of the source pump module found the upper platen post to be broken off. Damage to the platen can lead to periods of unregulated flow if the platen becomes misaligned when closing the door. Inspection of the pumping mechanism found no irregularities. No disposable sets were not returned for this investigation therefore it could not be determined if the sets were a contributing factor. Root cause: the probable root cause of the customer¿s report that a large volume pump (lvp) infused too fast is believed to be attributed to the broken upper platen hinge post. Device history review: a review of the device history record showed the device had a manufacture date of 04/10/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a large volume pump (lvp) infused too fast. No patient harm noted. Although requested, further information not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information not provided.

Event description:
It was reported that a large volume pump (lvp) infused too fast. No patient harm noted. Although requested, further information not provided.